Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they failed pm was confirmed due to a bad oridion board that failed co2 sensor, replaced it a new oridion board. Updated a new logic board for compatibility. Replaced both new iui connectors for their wear. Performed leak down test and co2 calibration with passing results. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the oridion board device history review: a review of the device history record for sn (B)(4) was performed from date of manufacture 06/19/2014 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device failed preventive maintenance. No patient involvement.